Event description:
It was reported that during preparation of a syringe for intrathecal administration with bd plastipak 1ml syringe foreign matter was discovered in the syringe. The following information was provided by the initial reporter, translated from japanese to english: during the preparation of a syringe of methotrexate for intrathecal administration, a particle was found suspended in the body of the syringe.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, returned to manufacturer on: 14-aug-2023. H6: investigation summary: one sample was provided to our quality team for investigation. Through visual inspection, a particle was observed inside the syringe. Given the device was used with methotrexate, further decontamination would be required to safely handle the device. Unfortunately, any decontamination would damage the particle, therefore, no additional analysis could be performed at this time in order to better identify the specific composition of the particle observed. A device history review was performed for lot 2211080, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The assembly station has a de-ionizer and vacuum system used to remove any particles inside the barrel. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we cannot identify a direct issue, it is possible the particle generated during the assembly process, although the specific origin cannot be determined at this time.

Event description:
It was reported that during preparation of a syringe for intrathecal administration with bd plastipak 1ml syringe foreign matter was discovered in the syringe. The following information was provided by the initial reporter, translated from japanese to english: during the preparation of a syringe of methotrexate for intrathecal administration, a particle was found suspended in the body of the syringe.